Event description:
During an implant procedure, when the right ventricular (rv) lead was connected to the device, no capture was able to be observed. The device was replaced and, when the new device was connected to the rv lead the capture was present as anticipated. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field conditions indicated normal functionality, and capture test performed under nominal conditions found normal results. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Additionally, visual inspection of the header and connectors did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.